Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was turned off suddenly. The customer¿s blood glucose was unknown at the time of incident. The troubleshooting was performed. The customer was also reported that the absence of alarm before battery replacement. The customer reported that the battery cap or compartment was not damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.